Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient started leaking again 2-3 weeks before the report. They had adjusted their device on program 1 and was up to 6 but was leaking still. The patient went to a clinic and had her device changed to program 4 at 5.1 but it did not stop her from having a leak all the time. The patient was trying to increase but it would not let them increase, and stated at 6 and 5.1 they did not feel anything. It was noted that the therapy was not turned on. Technical services went through how to increase/decrease stim, and the patient stated they understood. The patient also reported they were told they only had 3 years left with their device, and the patient thought the stim should last a longer time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.